Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, whilst the consultant was undertaking a left laparoscopic radical nephrectomy, he was using a device which is an articulating fan retractor. Whilst using this device plastic pieces where sheared off from the distal end. A similar replacement device was asked for and used, whilst using the second device similar pieces of plastic became detached from the device. This resulted in pieces of plastic within the retro-peritoneal space. Plastic pieces retained within the retro-peritoneal space. The visible pieces of plastic were removed, the surgery was completed, the surgeon removed further pieces of plastic once the kidney was removed through the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Clevis piece was broken along plane of pin attachment. Inner rod of device was bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, whilst the consultant was undertaking a left laparoscopic radical nephrectomy, he was using a device which is an articulating fan retractor. Whilst using this device plastic pieces where sheared off from the distal end. A similar replacement device was asked for and used, whilst using the second device similar pieces of plastic became detached from the device. This resulted in pieces of plastic within the retro-peritoneal space. Plastic pieces retained within the retro-peritoneal space. The visible pieces of plastic were removed, the surgery was completed, the surgeon removed further pieces of plastic once the kidney was removed through the incision. Another retractor from a different lot number was opened however the same issue occurred.